Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature article titled ¿short, segmental, stacked, individual anterior cervical plates reduce pseudarthrosis rates in multi-level anterior cervical discectomy and fusion surgery¿ that unknown number of patients underwent surgery using the plate. Post-op, unknown patients reported plate subsidence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.